Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('piece of implant remaining in the abdomen') and device dislocation into abdominal cavity ('piece of implant remaining in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation ("poorly placed implants"), fatigue ("intense fatigue"), migraine ("severe migraines"), dizziness ("dizziness"), balance disorder ("loss of balance"), nausea ("nausea"), neck pain ("neck pain"), musculoskeletal stiffness ("stiff neck") and thyroiditis ("thyroid inflammation"). The patient was treated with surgery (emergency operation in 2015 and double salpingectomy in 2017). At the time of the report, the device breakage, device dislocation into abdominal cavity, device dislocation, fatigue, migraine, dizziness, balance disorder and nausea outcome was unknown, the pregnancy with contraceptive device had resolved and the neck pain, musculoskeletal stiffness and thyroiditis had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for balance disorder, device breakage, device dislocation into abdominal cavity, dizziness, fatigue, migraine, musculoskeletal stiffness, nausea, neck pain, pregnancy with contraceptive device, thyroiditis and device dislocation with essure. The reporter commented: intrauterine pregnancy in 2014 following poorly placed implants despite mandatory x-rays 3 months after insertion. Emergency operation with partial removal of the damaged fallopian tube with suture ligation. 2015: intense abdominal pain, piece of implant remaining in the abdomen, emergency operation again. 2017: double salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray on an unknown date: poorly placed implants. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('piece of implant remaining in the abdomen') and device dislocation into abdominal cavity ('piece of implant remaining in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation into abdominal cavity (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation ("poorly placed implants"), fatigue ("intense fatigue"), migraine ("severe migraines"), dizziness ("dizziness"), balance disorder ("loss of balance"), nausea ("nausea"), neck pain ("neck pain"), musculoskeletal stiffness ("stiff neck") and thyroiditis ("thyroid inflammation"). The patient was treated with surgery (emergency operation in 2015 and double salpingectomy in 2017). At the time of the report, the device breakage, device dislocation into abdominal cavity, device dislocation, fatigue, migraine, dizziness, balance disorder and nausea outcome was unknown, the pregnancy with contraceptive device had resolved and the neck pain, musculoskeletal stiffness and thyroiditis had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for balance disorder, device breakage, device dislocation into abdominal cavity, dizziness, fatigue, migraine, musculoskeletal stiffness, nausea, neck pain, pregnancy with contraceptive device, thyroiditis and device dislocation with essure. The reporter commented: intrauterine pregnancy in 2014 following poorly placed implants despite mandatory x-rays 3 months after insertion. Emergency operation with partial removal of the damaged fallopian tube with suture ligation. 2015: intense abdominal pain, piece of implant remaining in the abdomen, emergency operation again. 2017: double salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on an unknown date: poorly placed implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data has been conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.